Event description:
It was reported that a patient underwent a total thoracoscopy mitral valve neoplasm removal, mitral valve molding,tricuspid valve molding procedure on (B)(6) 2023 and a suture was used. The device was used to sew the myocardium during surgery, and the suture broke on the 4th stitch. The surgeon immediately replaced a new suture of the same lot for continuous sewing. The suture broke occurred again on the 5th stitch. The surgeon replaced a new suture of the same lot for suturing again. The suture broke occurred again during sewing. Then the surgeon replaced a new product (with unknown specific product information) for suturing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 20 minutes. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after investigation, the patient's specific gender and age were unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient's post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-05165, mw # 2210968-2023-05167 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2023. The following additional information was received: after investigation, the patient's specific gender and age were unknown. On (B)(6) 2023, the surgeon performed vat mitral valve vegetation removal + mitral valvuloplasty + tricuspid valvuloplasty in hospital. The surgeon used 8522h for myocardial sewing in a continuous suturing manner. The suture broke occurred on the 4th stitch. The surgeon immediately replaced a new suture of the same lot for continuous sewing. The suture broke occurred again on the 5th stitch. The surgeon replaced a new suture of the same lot for suturing again. The suture broke occurred again during sewing. Then the surgeon replaced a new product (with unknown specific product information) for suturing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 20 minutes. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-05165, & 2210968-2023-05167.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples determined that it was received twenty-three unopened samples that pertain to the product code 8522h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.